Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).confirmed the presence of electromagnetic interference. (B)(4).

Event description:
It was reported that the patient had inappropriate therapy due to device detection classification of ventricular tachycardia (vt) when it was supra ventricular tachycardia (svt). The device had t-wave oversensing (twos), sensing integrity counter (sic) due to electromagnetic interference and noise. The right ventricular (rv) lead had low r-waves. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.